Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic hysterectomy. Event description: it was reported that a piece of the cannula (camera port) broke off into the patient. The "small" piece of the cannula was retrieved from the patient and the cannula was replaced with a 100 mm cannula and the procedure was completed. Approximately 2 weeks later ((B)(6) 2017), the patient returned and an additional procedure was performed to retrieve another piece (approximately 3 inches in length) of the cannula from the patient. The device was discarded by the facility. It was reported that the patient is "fine". Type of intervention: additional surgery performed to remove the broken piece of the cannula from the patient. Patient status: "fine."

Manufacturer narrative:
Catalog # was updated to unknown. The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided by the complainant, which confirmed the complainant's experience of a fractured cannula. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.